Event description:
It was reported that during the use of the product, leakage of medical fluid from the connection part (the part where the connector and the tubing were bonded) was observed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot/serial number not provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation could be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.